Event description:
The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)). A customer from (B)(6) alleged that they received potential false positive results for patents¿ samples tested with the cobas® sars-cov-2/influenza a/b assay analyzed on the cobas liat system (s/n (B)(4)). The customer reported that on (B)(6) 2021 they identified from runs # 522 & 523 sars-cov-2 positive, influenza a negative, influenza b negative results for two patients¿ samples generate on the cobas liat system (s/n (B)(4)). Newly collected samples from each patient was tested on the cepheid geneexpert that generated sars-cov-2 negative, influenza a negative, influenza b negative results for each sample. Patient sample was collected using cepheid collection kit. The customer confirmed there was no allegation of harm to the patient. The negative results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The analyzer was not requested to be returned. The customer issue has been alleged on the cobas liat system, product code: occ catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190. (B)(4).

Manufacturer narrative:
Correction made to patient 2 laboratory and test data. (B)(4).

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. (B)(4).